Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported that the generator had a check irrigation/ electrode error message. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The unit was inspected and passed the functional 2 hour burn-in test. All output powers were within standard specification. The fault log showed "400 ref 26" eight times which is generated when a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Additionally, the fault log showed "400 ref 12" one time which refers to a footswitch mode pedal stuck usually caused when the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. The device was manufactured in december 2021, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the root cause had to do with improper use of saline solution, but there is not enough evidence to conclusively decide that was the root cause. It is also possible that the root cause of the foot pedal being stuck is due to the foot pedal being held down during power on, or the foot pedal itself is faulty. Olympus will continue to monitor field performance for this device.